Event description:
Customer reported the system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and adjusted the road map fluoro level. Systems operated as intended.